Event description:
It was reported that (1) mcl20 was used during a radical prostatectomy procedure. It was reported by the rep that the surgeon was using the mcl20 during a radical prostatectomy to ligate vessels but the clip applier would not fire any clips. A new device was opened to finish the procedure. There was no consequence to pt.